Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. The correct information about event date has been included with this report.

Event description:
It was reported that the customer was hospitalized for high blood glucose and high ketones on (B)(6) 2020 with the blood glucose level of 350 mg/dl. Customer was treated with intravenous insulin drip. Customer wanted to test the functionality of the device. Customer stated that the cannula was not bent, insulin was valid and well stored. There were no air bubbles on the reservoir or tube and there were no alarms in alarm history. Customer stated that the drive support cap was intact and no damage on the insulin pump. Customer performed displacement test and self test and passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and high ketones on an unknown date with the blood glucose level of 350 mg/dl. Customer was treated with insulin drip. Customer stated that the cannula was not bent, insulin was valid and well stored. Customer also stated that there were no air bubbles either at reservoir or tube and there were no alarms in alarm history. Customer stated that the drive support cap was intact and no damage on the insulin pump. Customer performed displacement test and self test and both were passed. The insulin pump will not be returned for analysis.